Event description:
It was reported that a hair was observed in the packaging. There was no associated procedure and therefore no patient involvement.

Event description:
It was reported that a hair was observed in the packaging. There was no associated procedure and therefore no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Not available.